Event description:
It was reported that the authorized speaker called in to see if she could substitute the silicone catheters her husband is using. He is allergic to latex and is having a reaction to the silicone as well. The doctors office prescribed a gel to help with the rash but it is petroleum jelly based and is messing up the silicone of the product. I informed her that there are only two options for the catheter, latex and silicone. She stated she would be calling the doctors office back for further assistance. It's unclear if lot number was requested. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the authorized speaker called in to see if she could substitute the silicone catheters her husband is using. He is allergic to latex and is having a reaction to the silicone as well. The doctors office prescribed a gel to help with the rash but it is petroleum jelly based and is messing up the silicone of the product. I informed her that there are only two options for the catheter, latex and silicone. She stated she would be calling the doctors office back for further assistance. It's unclear if lot number was requested. No additional information provided.